Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. Multiple inflations were done. The balloon was first inflated at 6 atmospheres, 8 atmospheres on the second inflation and 10 atmospheres upon the third and fourth inflations. However, during the fifth inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The tip, balloon, markerbands were microscopically inspected. Inspection revealed balloon damage (perforation) directly over the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over its rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. Multiple inflations were done. The balloon was first inflated at 6 atmospheres, 8 atmospheres on the second inflation and 10 atmospheres upon the third and fourth inflations. However, during the fifth inflation at 12 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.